Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a right ventricular lead integrity alert, and lead impedance was beyond the expected upper range. Oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non-sustained tachycardia (nst) episodes and lead impedance variation in last 60 days. Beginning (B)(6) 2015 pacing impedance rose to 1349 ohms from 646 ohms and is variable. Beginning (B)(6) 2015, sensing integrity counts up to 394; ventricular tachycardia-nst due to lead noise oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for increased sensing integrity counter (sic) and varying pacing impedances including high impedance and intermittent impedance spikes. Capture threshold was noted as increased. Isometrics and pocket manipulations were negative for noise. An x-ray was performed, but due to the marginal quality of the x-ray, it was inconclusive of a suspected lead pin or setscrew misalignment problem with the implantable cardioverter defibrillator (ICD) device. A revision was performed. The lead was capped, but the device remains in use. No patient complications have been reported as a result of this event.